Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample on a vitros xt 7600 system. The most likely assignable cause could not be determined. An instrument related performance issue cannot be ruled out as multiple well wash temperature errors occurred within the timeframe of the event. However, in each case where the errors occurred, no vitros tropi es result was generated. In addition, vitros tropi es within-run precision testing indicated that vitros tropi es reagent lot 6200 was performing as intended on the vitros xt7600 integrated system. An ortho field engineer went on site and performed a diagnostic vitros tropi es within-run precision test to assess instrument performance and obtained results within the acceptance guidelines without performing any service actions to the analyzer. Therefore, an instrument performance issue did not likely contribute to the event. In addition, based on historical quality control results, there is no indication of a performance issue with vitros tropi es lot 6200, however, the troponin I concentration of the quality control fluids does not adequately verify performance of the assay at troponin I levels <url of 0.034 ng/ml. Therefore, a vitros tropi es reagent issue cannot be ruled out as contributing to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic performance issue with vitros tropi es reagent lot 6200. Finally, pre-analytical sample processing could not be ruled out as a contributing factor. The customer was not adhering to the sample collection device manufacturer's recommendations for sample centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample on a vitros xt 7600 system. Patient 1 sample 1 result of 3.73 ng/ml vs. The expected result of 0.018 ng/ml the patient was admitted to a hospital, had additional blood collections for additional vitros tropi es testing and had an EKG performed. Per current medical literature, ekgs are safe, noninvasive, painless tests and have no major risks. The electrodes (sticky patches) that connect the sensors to your chest do not send out electric shocks. A mild rash or skin irritation where the electrodes were attached may develop. If any paste or gel was used to attach the electrodes, may cause an allergic reaction. This irritation usually goes away once the patches are removed, without requiring treatment. There was no reported allegation of harm to the patient based on this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).